Manufacturer narrative:
Conmed linvatec received this device for evaluation and found the rotor assembly bearing was damaged which in turn, damaged the cast stator assembly. A visual inspection of the collet assembly found it exhibited severe galling which is consistent with use of a worn/damaged bur guard. The collet nose bond had broken due to its poor condition. The rotor assembly had rust like deposits and was severely damaged. The damage on the rotor assembly is consistent with the device being used after internal damage had already occurred causing it not to function at its optimum. This device was manufactured march 23, 2011. The associated bur guard was not returned for evaluation. The instruction manual for this handpiece warns the user of the following: prior to each use, all handpieces and accessories must be inspected for proper operation. Continually check all handpieces and attachments for overheating. If overheating is sensed, immediately discontinue use and return for service. Perform the required performance tests prior to each use. Operate the drill at maximum speed for one minute and monitor for any of the following: excessive noise, excessive vibration, the drill or bur guard being hot to the touch during, the test procedure or during surgical use. The drill not operating up to its maximum preset speed (verify the maximum preset operating speed by fully depressing the drill activation lever or appropriate speed is displayed on the console.

Event description:
It was reported that approximately half way through a third molar extraction on (B)(6)2011, the surgeon noted the handpiece was getting warm and sounded like the bearings were going. The surgeon elected to continue using this device until it became hot. Use of the handpiece and bur guard were then discontinued and at this time, the surgeon noted a burn in the crease of the patient's right lip/cheek area, approximately 3cm x 0.5cm long which was also split open. The surgeon placed two (2) dissolvable sutures to close the wound and the procedure was completed using an alternate device. A follow-up visit on (B)(6) 2011 revealed that the wound had decreased in size and was healing without further intervention.